Event description:
Customer called to report that the battery life of the insulin pump only last about three days and is alarming battery issues as well. It was also reported that customer experienced diabetic ketoacidosis (dka), but did not go to the hospital. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.